Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reports during call that patient used to have a restore ins (rep did not specify which one) with a 977c260 lead, possibly implanted in 2015 or 2016 that was replaced with a nevro ins. Rep did not have dates for implant or the revision, as patient is unable to be found in nlink or in drs. Rep stated the restore ins was implanted by one hcp, however then the patient went to a different doctor who did the revision to a nevro. Rep stated they do not know who that other physician was that did the revision. No additional information was provided at the time of call. Rep reported they were provided with this information yesterday by an hcp. On 2023-may-12 additional information was obtained from the rep. The patient's (pt) date of birth is unknown and rep has reached out for information and has had no luck. The serial number of the device is unknown, and the reason the ins was replaced is unknown. The patient weight is unknown, and the device disposition is unknown.